Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the device shows evidence of premature deployment, as observed both visually- with the yoke attached to the control wire. No other device problems were noted. Upon analysis, it is most likely attributable to operational factors encountered during the procedure, including attempts to reopen the clip after activation, variations in the physician's deployment technique, suboptimal scope positioning or angulation, or detachment of the capsule resulting from contact with a surface. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.